Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00145. During a clinic follow-up, a dislodgement of the right atrial (ra) lead was confirmed by x-ray due to twiddler¿s. Additionally, the right ventricular (rv) lead was also dislodged due to twiddler¿s, which resulted in a loss of slack in the lead. The ra and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.